Event description:
Pt status post titanium mesh implantation, returned to another surgeon and presented with left orbital fracture with entrapment and diplopia with restrictive myopathy on the left side. Surgeon removed the titanium mesh and revised the pt to a nonadherent foil implant. Surgeon noted orbital anatomy tightly fibrosed to the mesh.

Manufacturer narrative:
Implant date approximately (B)(6) 2007. Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review could not be requested.